Manufacturer narrative:
By means of functional testing on the returned product and product in stock, the cause was traced to a nonconformance in manufacturing affecting lot #8170368 in addition to lot #8180673 cited above. A recall has been initiated. The event occurred in (B)(6).

Event description:
In preparation for use during surgery, the needle holder was used to grasp a suturing needle. The tip insert broke outside the patient, before the needle holder could be handed over to the surgeon.